Event description:
The image was blurred. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result. Additional information h4:device manufacture date. Evaluation summary: the pentax engineer checked with hospital staff. The defect was found during reprocessing. No harm was caused to the patient. There were stains on the objective lens cover,resulting in blurry image.